Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not fill the cartridge until prompted by instructions on the pump screen. A cartridge alarm occurs when the pump detects that you tried to fill the cartridge with insulin without following the proper procedure in the load menu". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was initially filled with 100 units. Additionally, the customer added an additional 50 units to the existing cartridge outside of the load sequence. During the call with tandem technical support, the customer reentered the load process and received an accurate fill estimate. There was no impact to the customer's blood glucose level.